Manufacturer narrative:
Investigation in progress. No additional information available at this time.

Event description:
It was reported that, when the surgeon "attempted to drill the peg holes for the pkr femoral implant, the drill bit became stuck in the femoral drill guide and would not disengage. The case was stopped for approx 5 minutes while we tried to back the bit out of the drill guide, but we were unsuccessful. Fortunately, we had another sterile pkr set that we were able to open so that case could continue."